Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized to have surgery, and during the hospitalization she experienced hypoglycemia. Troubleshooting was performed, and the insulin pump was programmed correctly. The daily totals and reservoir volume were both correct. The insulin pump also passed the displacement test. Nothing further was reported.